Event description:
A cypher patient called requesting medical information regarding the material composition of the cypher stent and additionally reported adverse events. On (B)(6) 2005, the patient had a cypher stent placed in right coronary artery for "chest pain." Beginning 2005, "shortly after" the patient experienced "itching on her left arm; hives four inches above her elbow to three inches above her wrist"; skin on her left arm "breaking out," which was further described as "raised areas with white in the center that break open and bleed." Physician was aware and treatment reported was betamethasone dipropionate cream; intravenous benadryl given in the emergency room as an outpatient treatment; benadryl 50 mg orally twice daily; cetirizine 10mg daily and wrapping her arm in ice packs. Events are ongoing. Additionally the patient reported, after stent placement, she experienced chest pain. Physician was aware and the pain was diagnosed as "atypical." No treatment reported. The patient continued to experience chest pain, had a cardiac catheterization approximately one year post index procedure which diagnosed "99% blockage" of unknown vessels. Treatment reported was triple bypass cardiac surgery. The patient was hospitalized for one week following the bypass surgery, and was discharged home. Event resolved.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The complaints received state that post cypher stent implantation, the patient had a hypersensitivity event, atypical chest pain and experienced restenosis. A female (B)(6) cypher stent patient called requesting medical information regarding the material composition of the cypher stent and additionally reported adverse events. On (B)(6) 2005 the patient had a cypher stent placed in right coronary artery for "chest pain." Beginning 2005 "shortly after" the patient experienced "itching on her left arm; hives four inches above her elbow to three inches above her wrist;" skin on her left arm "breaking out," which was further described as "raised areas with white in the center that break open and bleed." Physician was aware and treatment reported was betamethasone dipropronate cream; intravenous benadryl given in the emergency room as an outpatient treatment; benadryl 50 mg orally twice daily; cetirizine 10mg daily and wrapping her arm in ice packs. Events are ongoing. Additionally, the patient reported, after stent placement, she experienced chest pain. Physician was aware and the pain was diagnosed as "atypical." No treatment reported. The patient continued to experience chest pain, had a cardiac catheterization approximately one year post index procedure which diagnosed "99% blockage" of unknown vessels. Treatment reported was triple bypass cardiac surgery. The patient was hospitalized for one week following the bypass surgery, and was discharged home. Event resolved. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 40805125 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Immune reactions are a known potential reaction to the implantation of drug eluting stents within the body. Most stents, both bare metal and drug eluting, are made with a metal alloy, either stainless steel or cobalt-chromium, but all contain nickel. Nickel is a metal that a certain percentage of the population is allergic to. Whether or not the small amount of nickel can cause significant reactions has not been widely studied. The drug to be eluted may contribute to a hypersensitivity reaction; however, it is not known if the patient has a known allergic reaction to the sirolimus on the cypher stent. Review of the limited information does not allow for an educated assessment of the potential contributing factors to the reported event. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease.